Event description:
It was reported that the patient experienced a shock during testing of the device. No medical intervention was necessary and no additional adverse consequences were reported.

Manufacturer narrative:
Corrected data: d9, product availability h3 other text : device not returned.

Event description:
It was reported that the patient experienced a shock during testing of the device. No medical intervention was necessary and no additional adverse consequences were reported.

Manufacturer narrative:
Correction: b1 this correction is being filed to update the type of reportable event.

Event description:
It was reported that the patient experienced a shock during testing of the device. No medical intervention was necessary and no additional adverse consequences were reported.